Event description:
It was reported that after use with a bd vacutainer® ultratouch¿ push button blood collection set the needle would not fully retract. The following information was provided by the initial reporter: the complaint was that the needle wasn¿t fully retracted.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2020-10-14. Investigation summary two (2) customer photos were received for evaluation. Upon review of the photos, there is a used bd push button blood collection needle with the IV needle not fully retracted inside the housing barrels. In addition, bd sumter received one (1) physical sample of a bd pbbcs with the IV needle fully retracted. The device was subjected to a thorough visual inspection and it was found that there was gate stub on the hub. Bd was able to confirm the customer complaint of a retraction failure. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of gate stub on hub through a corrective and preventive action (CAPA) 1118702.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with a bd vacutainer® ultratouch¿ push button blood collection set the needle would not fully retract. The following information was provided by the initial reporter: the complaint was that the needle wasn¿t fully retracted.